Event description:
It was reported that the patient had the artificial urinary sphincter removed due to atrophy, as the patient slowing began leaking progressively over time. A new artificial urinary sphincter consisting of a downsized 4.0 cm cuff, pump, and balloon was implanted. Following the surgery, the patient fully recovered.